Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, revision of a pinnacle constrained liner. On friday (B)(6) 2024, we were contacted by the attending physician regarding the dislocation of a hip/liner revision to be done on saturday morning (B)(6) 2024. The patient had a pinnacle constrained liner (1218-36-656, pin lnr neut +4 36idx56od) with a 36mm ceramic head ball (1365-36-710) that had dislocated. Upon review of the x-ray, the head ball was completely out of the liner. The constrained locking ring was still firmly attached to the liner. The removal of the liner was successful with damage to the liner, a new liner and head ball was implanted without incident. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and photos were provided for review. See attachment (B)(4). The x-ray investigation revealed that the dlt ts cer hd 12/14 36mm +1.5 was observed dislocated from the liner. A visual inspection of the head reveals no signs of damage. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed condition of the dlt ts cer hd 12/14 36mm +1.5 may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The event is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dlt ts cer hd 12/14 36mm +1.5 would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> product code 136536710, work order (B)(4) was manufactured on 14-dec 2021. (B)(4) parts were manufactured per specification and al raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports mrr associated with this lot. Non-conformance: there were no non-conformances associated whit this lot. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of a pinnacle constrained liner. On friday (B)(6) 2024, we were contacted by the attending physician regarding the dislocation of a hip/liner revision to be done on saturday morning (B)(6) 2024. The patient had a pinnacle constrained liner (1218-36-656, pin lnr neut (B)(4) with a 36mm ceramic head ball (1365-36-710) that had dislocated. Upon review of the x-ray, the head ball was completely out of the liner. The constrained locking ring was still firmly attached to the liner. The removal of the liner was successful with damage to the liner, a new liner and head ball was implanted without incident.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.